Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system explant due to pocket infection. Following the explant procedure, the patient was admitted to the hospital and administered intravenous (IV) antibiotics. No additional adverse patient effects were reported. Evidence suggests a new pacemaker system has not yet been implanted. This pacemaker and its associated right atrial (ra) and right ventricular (rv) leads are not expected to be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this pacemaker was part of a system explant due to pocket infection. Following the explant procedure, the patient was admitted to the hospital and administered intravenous (IV) antibiotics. No additional adverse patient effects were reported. Evidence suggests a new pacemaker system has not yet been implanted. This pacemaker and its associated right atrial (ra) and right ventricular (rv) leads are not expected to be returned for analysis. Subsequently, it was reported that this patient passed away from a nosocomial, covid-19 infection. The patient had remained hospitalized due to a previous cerebrovascular accident (cva), which had occurred prior to system removal and current hospitalization. No return of product is expected.